Event description:
Caller states the patient tested 2.2 inr on the coagucheck s system and 3.2 inr on a comparison lab. Coumadin was held based on lab results. No adverse event reported. Requested return of suspect system, and replacement was sent.